Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist after receiving the warnings about the byte aligners. They were informed they should not be doing the treatment due to gum disease. They also have tmj and a fractured tooth. Their dentist has advised them to stop treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.